Manufacturer narrative:
The received device had the cannula assembly fully deployed. A kink was found in the exposed portion of the soft cannula. The downloaded data showed no signs of struggle or increase in pulse width that would indicate a kink or a failure of the pod to deliver insulin. Although damage to the cannula was observed, the exact cause of the high blood glucose levels could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide, model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the arm.